Event description:
Facility reported to smiths medical that the stopcock handle came out. There was no pt injury or treatment associated with this event.

Manufacturer narrative:
Visual examination of the returned sample confirmed that the plug was not in the body of the stopcock. Inspection of the plug ring indicates that the plug had been fully seated into the body. There was damage observed at the stop tab of the body consistent with the end user turning the plug past the body stops. The 3-way stopcock is designed to be moved and positioned over the ports for fluid delivery. Violating the body tabs while pulling upwards on the plug will cause a ramping effect causing the plug to come out. The device history was reviewed without any issues noted. Review of the complaint database indicates that this is the third reported issue of this type for this product code in the past 24 months. Two of the three were from this facility. Smiths was able to confirm the issue and determine the cause. The issue is being monitored for trend. No add'l action is necessary at this time. Smiths considers this MDR closed with this report.